Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the speed assessment (console 44,000 and emax2plus reading 88,979), hand control assessment and for sound assessment. It was further determined that the device flex circuit was broken and the bearing was worn out. It was determined that the worn out bearing caused the device to fail the sound assessment, which was consistent with normal wear over time. It was further determined that the worn out flex circuit which was stuck inside the motor housing, caused the device to fail the hand control assessment. This was consistent with normal wear over time. It was determined that the worn out motor with failed hall sensors, caused the device to read out of rotations per minute (rpms) specification. This was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings motor components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the rotations per minute (rpms) of the motor device was not increasing any higher than it was supposed to and was stopping at 40,000 rotations per minute (rpms). There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.